Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. A correction bolus was delivered to address bg. The customer was hospitalized and admitted to the intensive care unit with a bg greater than 900, high ketone levels that were identified as life threatening by a health care provider, and a ¿diabetic coma¿. Reportedly, the customer required assistance walking, eating, and drinking. Customer was treated with intravenous insulin while admitted to the hospital and permanent damage to the customer's kidneys and heart was identified. Customer was discharged on (B)(6) 2022. The customer alleged that the pump did not deliver enough insulin; however, the customer declined to troubleshoot and the alleged root cause could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.